Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: on investigation, the keypad cover was intact and without damage. All the keypad buttons were unresponsive when tested. The keypad cover was removed; there was no evidence of damage, defect or moisture contamination under the keypad cover. The pump was opened for further investigation and revealed moisture inside pump on the keypad flex connector. Examination of the pump revealed cracks in the battery compartment; however, there was no moisture ingress into the pump at this location during leaking testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.